Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the attune cemented tibia component appeared loose and collapsed. Femoral and tibial implants were removed and replaced with tc3 femur and mbt revised tibial tray. It was also reported that there was a loosening at the cement/implant interface. Depuy cement was used. (B)(6) 2016. (B)(6) 2017. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 17 jun 2019. After review of the medical records for MDR reportability: on (B)(6) 2016, the patient underwent a right knee arthroplasty due to osteoarthritis. Depuy cement was used during the primary operation. The surgeon reported no intra-operative complications. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial tray at the cement to implant interface, subsidence of the tibial tray, and pain. The surgeon noted there was evidence of debonding of the tibial tray from the cement and what appeared to be subsidence or osteonecrosis in the posteromedial and medial aspect of the tibia.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added h6 corrected a1 h6 patient code: no code available (3191) used to capture the surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(6) 2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: g1.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.